Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal as well as a defective downstream occlusion (dso) sensor was found. The dso seal and dso sensor were replaced to fix the issue.

Event description:
The device was returned because the pump failed the volumetric accuracy test. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was no patient involvement.